Manufacturer narrative:
This is a non reportable event based on the incorrect coding used. The gauze used was not a surgical gauze and based on the information provided by the customer the fraying was noticed prior to use. The coding has been corrected to non surgical gauze and a correction will be made as non-reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/03/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the rolls are counted and logged into the wound; however, upon opening, the surgeon unraveled the roll to discover that it consisted of two ends of gauze strip tied roughly together, with many frayed loose fibers. The kerlix bandage roll was opened for use inside a right calf wound. The customer further reports that there was no patient symptoms or complications associated with this event.